Manufacturer narrative:
Method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported on (B)(6) 2014 to the distributor that she had been having an allergic reaction since being fit with the lifevest. The patient reported she discussed the irritation with her doctor and he recommended using cortisone cream. The patient reported that her rash under the rear therapy electrodes improved but the irritation under the front therapy electrode was not getting better. There was no alleged device malfunction. During a follow-up on (B)(6) 2014 the patient reported that the rash under the front therapy electrode was healing now that she was changing her garments.